Manufacturer narrative:
The alleged issue was not determined as the alleged cot drop event could not be confirmed. No additional details regarding the event or the service that was provided on this device were available. The issue was resolved for the customer by the customer's third party service provider as the customer reported that the device had already been evaluated and returned to service.

Event description:
It was reported via repair work order that the cot base dropped at the head end. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. Also, no injury to the user.

Event description:
It was reported via repair work order that the cot base dropped at the head end. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. Also, no injury to the user.